Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporter's phone number was not provided. D4: UDI: lot/serial unknown. (B)(4). H4 device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that after a bipolar hip hemiarthroplasty (bha) surgical procedure for a neck fracture of the hip, it was observed on a postoperative x-ray that there was a residual fracture of about 1 centimeter (cm) at the tip of the oscillator blade in the vicinity of the obturator, near the lesser trochanter. It was reported that no residuals were removed. It was reported that the surgery was completed successfully without any surgical delay. The patient was discharged and is under observation. There was patient involvement reported. It was not reported if prolonged hospitalization was required due to this event. The exact date of the event was not reported, however it was reported that the event occurred approximately two weeks prior to the manufacturer's awareness date. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.